Event description:
The affiliate reported that a customer had an automatic endoscope preprocessor that leaked cidex. There were no reports of physical complaints. Upon follow up, the customer reported that the unit is now working without any issues.